Manufacturer narrative:
Concomitant medical products: product ID: 977a275, lot# va1fmw1016, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the product had not been returned because it was discarded. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a275, lot#: va1fmw1016, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 21-mar-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that there was no more stimulation. The manufacturing representative was not present at the event. There were high impedances on all contacts more than 10,000 ohms. There was a replacement of the lead. The issue was resolved at the time of report. The cause of the high impedance and no stimulation was unknown. There was no evidence that the lead was cut during the replacement surgery. There was no section of the lead left in the patient.